Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the stent deploy without pressure, requiring intervention. The target lesion was located in the left pulmonary artery. An 8f non-boston scientific (bsc) long sheath was advance through non-bsc wire. Afterwards, the lesion was pre-dilated with a 6x20mm balloon and then a 7.0x30x135cm express ld vascular stent balloon expandable was delivered to the lesion; however, the stent deployed without any pressure applied. A foreign body removal device was used to retrieved the stent from the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device evaluated by MFR: the express ld was returned for analysis. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. The balloon was inflated to its rated burst pressure with no leaks or issues noted with the balloon material. A visual examination of the returned device found that the balloon had not been inflated. The stent had completely separated from the balloon catheter confirming the event. The separated stent was not returned for analysis. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual and examination of the device identified no issues with the markerbands or tip of the device.

Event description:
It was reported that the stent deploy without pressure, requiring intervention. The target lesion was located in the left pulmonary artery. An 8f non-boston scientific (bsc) long sheath was advance through non-bsc wire. Afterwards, the lesion was pre-dilated with a 6x20mm balloon and then a 7.0x30x135cm express ld vascular stent balloon expandable was delivered to the lesion; however, the stent deployed without any pressure applied. A foreign body removal device was used to retrieved the stent from the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable. It was further reported that 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. The balloon was dislodged. The device was removed using a non-bsc device.